Event description:
It was reported that a transmitter failed error occurred for transmitter (B)(6). Data was evaluated and the allegation was confirmed for transmitter ID (B)(6). The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).